Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va0hte1018, product type: lead. Product ID: 977a260, lot#: va0f484039, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-apr-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient as having extra problems with their back. They stated they were going to get meds because they were having a hard time. They stated they were having ¿troubles¿ with the device working for their back. They further clarified the leads have slipped a little. They had an MRI that showed the leads did not slip that bad. They stated the healthcare professional (hcp) did not think the leads slipping was bad enough to do a revision. The patient had been reprogrammed by a manufacturer representative (rep) to try and assist with the relief. The patient stated the extra problems with their back started about a year ago. No patient complications were reported as a result of this event. Additional information was received from the rep. It was reported that the patient informed them of their back problems but they were not aware of any lead migrations. The rep reprogrammed the patient's device to help with the back issues. No patient complications were reported as a result of this event.